Manufacturer narrative:
(B)(4). Carefusion technical support shipped a replacement user interface module to the distributor, in accordance to the information provided. A return good authorization (rga) number was also issued to the distributor for the return of the alleged faulty user interface module. As of 04/07/2015, carefusion has not received the alleged faulty user interface module. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
This complaint originated from a foreign distributor in (B)(4). The distributor reported that the touchscreen display is unresponsive, however "the unit cycles on normal". This event occurred during pre-use check. No patient involvement. The distributor requested a replacement user interface module.